Event description:
Additional information received from the manufacturer¿s representative (rep) reported the low impedance was first observed at the time of battery replacement on (B)(6), 2023. The cause of the low impedance wasn¿t determined as they were already a ¿little low,¿ but not low enough to trigger a warning pre-operatively. The rep tried several times to reconnect the battery but the issue wasn¿t resolved and no further actions were planned.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID b35200 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the percept is being replaced to another percept due to normal battery depletion. Caller reports pre-op impedance show:c0: 733 ohmsc1: 812 ohms01: 283 ohms. Post op with a new percept ins, impedance:c0: 622 ohmsc1: 646 ohmsc2: 932 ohmsc3: 877 ohms01: 70 ohms02: 1168 ohms03: 1195 ohms12: 1154 ohms13: 1168 ohms23: 1332 ohms. Caller reports patient is using electrode: c+1-2-reviewed impedance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.